Event description:
Patient was undergoing an insertion of a trochanteric nail into the hip. As the helical blade was being inserted into the femoral head, the helical blade coupling screw broke. Surgeon was able to remove the coupling screw with the use of a mallet to back out the sleeve through which the helical blade was inserted.